Event description:
It was reported that smoke was observed to be coming from a pump. The device was located on a three pump carrier with two other pumps. This device was not in use; however, the other two pumps were delivering fluid. The customer inspected the device and reported that the pump displayed "battery alert." The customer also observed a burnt smell and fluid between the pump and wireless battery module.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found a failed wireless module flex and radio printed circuit board caused by fluid intrusion. The fluid intrusion caused the printed circuit board to short and overheat. Further engineering evaluation found that fluid entered the battery module near the positive terminal. It was observed that an insufficient amount of sealant was applied to the battery case in this area.